Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The volume icon when hovered over had a level of 4. The customer reported the cable coming from the apparent speaker device was feed through a hole in the desk. The device the customer believes is the speaker did not have a green light on; they verified with another unit that speaker did have a green light on. The rse advised the customer to contact their biomedical engineer to replace the speaker., and to call back, if needed; no further calls were received for this issue from the customer. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device is considered to be operational after repairs were completed, as no further calls on this issue were received. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that there was no sound at the pic ix with any alarms. They were able to see red, yellow and blue alarm banners, but no sound at all. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.